Event description:
It was reported that this inflatable penile prosthesis (ipp) had a mechanical issue. The patient also experienced incontinence. The device was explanted. There were no additional patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) had a mechanical issue. The patient also experienced incontinence. The device was explanted. There were no additional patient complications reported.